Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the lead revealed a procedural non-conformance. Conductor #0 was broken (overstressed/damaged) 0.8cm from the distal end. Final device analysis for the stylet revealed a bent wire.

Event description:
It was reported that a lead tip fractured during the procedure after the implanting physician accidently advanced the introducer needle through soft tissue with the lead tip protruding through the tip of the needle. The physician noticed the fracture of the lead and removed the lead and introducer needle completely. It was reported that the lead was never implanted in the patient and was replaced with a new one. It was noted that there were no patient symptoms related to the event and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.